Manufacturer narrative:
Results - used for the catheter.

Event description:
It was reported that the pt had a fractured catheter and underwent a catheter revision in 2000. It is believed that the old catheter tip was visible, free-floating in the cerebrospinal fluid, on xray in 2008. See manufacturer's report #: 2182007-2008-06777.